Event description:
It was reported that after wearing the pod, the site was irritated. The patient contacted the dermatologist over the phone and was prescribed a cream (name unspecified) to apply on the affected area.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.